Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the microdelivery catheter proximal outer shaft was stretched on its proximal shaft under the strain relief and distal to the strain relief. The proximal shaft outer layer was detached. The inner braided layer was still intact. The microdelivery catheter mid shaft section and proximal stent section were compressed. The stent was in its intended location and found within specifications. The stabilizer was kinked at multiple sections and separated at 1.0cm from its proximal end. The device findings are indicative of high friction during stent deployment. Information available confirmed that there was excessive tortuosity in the region where stent was going to be deployed and resistance was encountered during the attempt to deploy the stent. It is probable that due to high friction, the user may have applied force resulting in the device findings. Therefore, a root cause of operational context will be assigned to this investigation.

Event description:
Analysis of the returned device found that the proximal shaft outer layer was detached. There was no reported clinical consequences to the patient.